Event description:
When registered nurses removed hemovac catheter from surgical hip wound, it was noted that the tip of catheter was jagged and short with only one drain hole present x-ray confirmed retention of approximately 3 cm of catheter within the wound cavity. Patient was returned to surgery for exploration and removal of catheter tipdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated adverse reaction - short term, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.